Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated. The following alarms were present in the internal event log: low o2 supply failure and low o2 supply fault. The ventilator log data shows irregularities in the oxygen supply, including an instance where the o2 level was recorded as zero, indicating a potential loss of high-pressure oxygen input or a disconnection at the supply interface. The device was stress tested, including with 100% fio2, and no faults occurred. The device passed o2 kickstart, o2 flow calibration, o2 leak filter, and pressure cal check tests. Internal inspection found no discrepancies. The device was recertified and returned to the customer. No emerging trend based on similar reports

Event description:
Complainant alleged while attempting to treat a 56 year old male patient, the device stopped ventilating. Complainant indicated that the clinician continued treating manually by bagging the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.